Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was having issues with her stim shutting off. The patient said she feels stim then the stim shuts off. The patient mentioned she had surgery in february (unrelated to device or therapy). During the call patient services reviewed how to use the patient programmer. The patient reported seeing the 'stim on' icon. During the call the patient was able to increase stim to where she could feel it. No further complications were reported at this time.